Event description:
It was reported that there was high short interval counts (sic). It was also reported that the patient felt an electrical current going down both arms and the electrical current feeling was not in the pocket. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg defibrillator, (B)(6) 2011; 4076-52 implantable pacing lead, (B)(6) 2011. (B)(4).